Event description:
A malfunction was reported with a specific code displayed. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by providing information to reset the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues reoccurred.